Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The product information for the unknown accu-chek system was never provided.

Event description:
It was reported the customer allegedly received the following results, with two different meters, within 10 minutes: 13.7 mmol/l (performa system) and 6.0 mmol/l (unknown accu-chek system). No adverse event reported. The test strip lot number for the unknown accu-chek system was not provided. Return of the suspect device was requested for evaluation.